Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device won't shock during operational check. There was no report of patient involvement.